Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2316-50e, serial: (B)(6), batch: 7302246, upn: m365sc231650e0, UDI: (B)(4).

Event description:
It was reported that the patient experienced headaches throughout the spinal cord stimulator (scs) trial period. The physician inferred that there was a possible cerebrospinal fluid (csf) leak during the implantation of the device. The physician believed that the scs trial leads did not cause the headache. The patient was prescribed with steroids. The patient underwent an explant procedure and the explanted devices were disposed of by the facility. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads model: sc-2316-50e serial: (B)(6). Batch: 7302246 upn: m365sc231650e0 UDI: (B)(4). Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion the device was not returned for analysis; however, a review of the device history record confirmed that the device met all specifications prior to shipping. Additionally, a labeling review identified cerebrospinal fluid (csf) leakage as a known potential surgical procedural risk associated with the implantation process and not with a device malfunction. The physician indicated that the scs trial leads did not cause the headache and suggested that the symptoms were likely related to a possible csf leak during implantation. Therefore, based on the available information, there is no evidence to suggest that the reported headache is related to the performance or function of the device

Event description:
It was reported that the patient experienced headaches throughout the spinal cord stimulator (scs) trial period. The physician inferred that there was a possible cerebrospinal fluid (csf) leak during the implantation of the device. The physician believed that the scs trial leads did not cause the headache. The patient was prescribed with steroids. The patient underwent an explant procedure and the explanted devices were disposed of by the facility. No further information has been obtained.